Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---the information was not provided from the hospital. What was the gas consumption rate or volume (liter/minute)? ---the information was not provided from the hospital. Were you able to identify where the leak was coming from? ---the information was not provided from the hospital. Was a device inserted in the trocar during the leaking? ---no. If so, what device? Was any torque being applied to the trocar or device? ---the information was not provided from the hospital.